Event description:
The customer reported the vertical column on the c-arm is not going up/down.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the power supply.